Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was implanted for bladder control ¿ urgency and everything, they had no control with their bladder at all, and at times it would just overflow because the bladder wasn¿t functioning. It was reported that the patient was having a lot of pain and their healthcare provider had a representative come out on monday to check the device out. The patient stated it was program 1 and program 2, and they were on program 2 at the time of the call and they felt more stim and felt better. The patient mentioned that a nurse told them that one of the cable wires was damaged, and the representative checked it all out on monday and confirmed there was no damage to their cables, wires, or battery. The patient noted that the representative found no problem at all. The patient noted their healthcare provider told them there were programs that would better help, and it was reviewed how programs work. The patient was going to wait until they saw their healthcare provider the following monday for a cystoscopy. The patient also reported that the therapy was helping with their bladder, but sometimes they had urinary tract infections (utis) and when they had a uti it was not helping them, it totally threw it off and they had to increase the voltage to 3.0 to 3.01v to get help. The patient could go up and it seemed to control them. The patient noted they could go shopping without it running down their leg, the unit itself was great and they were not having a problem with it when they were not going crazy with a uti in the way they did. The patient was advised to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient had seen multiple physicians who they stated treat a uti, however the hcp didn¿t see evidence of chronic utis. The hcp reported the last uti was e coli on (B)(6) 2017 in their office. The hcp reported the cause of the reported utis was e coli, and it was not known if the utis were related to the patient¿s underlying urinary dysfunction. The hcp reported it was unknown if the utis were related to the device or therapy, and that the patient never saw them for the reported uti. No further complications were reported.